Manufacturer narrative:
Method of eval: review of the info reported. Results of eval: since lot number was not provided, no device investigation could be performed. Conclusion: as per physician's statement, the device revascularized and the pt's activity directly contributed to the adverse event. Lifecell is now reporting as there is a serious injury (surgical intervention) of which the lifecell device is a contributing factor.

Event description:
It was reported to lifecell that 6 weeks after the pt had the device placed for abdominal wall repair, the device had revascularized and the pt was discharged home. While at home, the physician states the pt lifted a heavy object. The pt was returned to surgery where it was noted the device split. Although this event is being reported as a serious injury, the device had performed as expected, and the pt's activity was a direct contributing factor for the event. This event was evaluated as unrelated to the device, but lifecell is now reporting as there is a serous injury (surgical intervention) of which the lifecell device is a contributing factor. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.